Event description:
It was reported by the customer that a pyxis medstation es system device fridge hardware was failed. Customer stated that the there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the several wires were broken. A field service engineer temporary fix the network cable to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.